Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device up grade, externalized conductors were observed. Noise was also noted. The lead was capped and replaced.